Manufacturer narrative:
The customer reported problem was confirmed.. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports error code 133.6100 and then the missing battery alarm on their 8015. Case resolution: - informed customer this is most likely due to the power supply board. - recommended sending in for repair. - customer will send in for repair through the customer portal. Ended call.